Event description:
Citation: raychev et al. Predicting mass effect exacerbation after pipeline embolization of intracranial aneurysms. J neurointervent surg 2014: 6(suppl 1):a1-a78. Covidien received information through literature review and the following events were captured as a result of the review: fortysix patients (mean age 58, 35 females) underwent 48 ped procedures. It was reported that out of fifteen patients with pre-existing mass effect; 3 had worsened symptoms and 2 had new mass effect after the procedure. Of these 5 patients, 4 experienced complete symptomatic resolution, while 1 had a delayed aneurysm rupture requiring vessel sacrifice.

Manufacturer narrative:
The lot history record review was not possible since the lot numbers were not reported. There is limited information about the device and/or the patient and follow up is not possible from this literature, therefore all serious adverse events were captured in this event. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. (B)(4).